Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alert occurred during the load process. Reportedly, a new cartridge was able to be successfully loaded. There was no reported adverse impact to customer's blood glucose level.